Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the stylus did not align with the cursor due to the overlay. It was noted the bezel was broken. Analysis also found the latch tab on power cord bay was broken and the system fan was noisy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 229047, analyzer. (B)(4).

Event description:
It was reported the stylus was not working. The stylus was off after calibrating six times. The programmer was returned for repair. No patient complications have been reported as a result of this event.